Manufacturer narrative:
The device availability date was incorrectly documented. The date returned to manufacturer was corrected from apr 16, 2016 to may 3, 2016. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that there was a hole in the hose near the muffler on the motor device. It was further determined that the device had a loose motor, there was oil leaking from the shift lever and the rotations per minute (rpm) was below specifications. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a cut in the hose near the muffler, oil leak at the shift lever, low revolutions per minute (rpm) and loose motor. Therefore, the reported condition was confirmed. It was determined that the vanes were worn out causing the low rpm. It was determined that the seal housing was worn causing the oil leak. The assignable root cause was determined to be due to worn our motor components from normal use and servicing over time. It was determined that the cut in the hose near the muffler was consistent with improper assembly during manufacturing. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.